Manufacturer narrative:
The s-ICD is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had persistent discomfort at the pocket site since implant and the patient has not been able to sleep. In addition, the patient has lost a significant amount of weight due to the pain. A revision was performed and the s-ICD was explanted. No additional adverse patient effects were reported.